Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose level was 600 mg/dl at time of incident. The customer was treated with intravenous drip for high blood glucose event. The significant events that lead to hospitalization were vomiting and felt ill. The customer declined troubleshooting for high blood glucose and blank screen. The insulin pump will not be returned for analysis.